Event description:
International complaint received from ncc customer reports leaking at the male luer and tubing during patient use. Contents of the IV solution unknown. Customer reports no injury or medical intervention. No additional information is available.